Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that "patient presented with femoral and acetabular pain. Doctor states both components are loose". A 56mm tritanium cluster shell, 36mm x3 liner, 36mm v40 biolox head, and accolade ii 8, 127 degree stem were revised. Primary surgery took place at an unknown facility with an unknown surgeon. Rep reported no additional information is available because of that and due to revision hospital's policy.